Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified peripheral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed without any issues and the procedure was completed with another of same device. No patient complications nor injuries were reported.